Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, some episodes of high ventricular rate that appeared to be due to post-sensed t-wave oversensing were observed. Programming changes were made. The patient was in stable condition before, during and after the reprogramming. The patient will be followed normally.